Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that field clinician; representative (fcr) contacted boston scientific's technical services (ts). The fcr had received a call from the clinician to report an alert from this patient's latitude monitoring system. The alert indicated that the device's beeper function was disabled. Ts explained that this was most likely the result of an MRI. Ts was notified by the fcr that according to the clinician, the patient did not have an MRI. Boston scientific received information from the fcr that the physician wanted the device beeper function turned back on. The patient was seen in-clinic and the device's beeper function was enabled.